Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced oil gel globules. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: after centrifuging the blood according to the instructions, the separation glue was mixed with serum, resulting in blockage of the sample adding needle of the roche biochemical analyzer.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (oil gel globules) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced oil gel globules. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: after centrifuging the blood according to the instructions, the separation glue was mixed with serum, resulting in blockage of the sample adding needle of the roche biochemical analyzer.